Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 600 mg/dl. Customer reported that she had another instance of diabetic ketoacidosis as well. The customer stated that on the morning of the call, she had a blood glucose level of 450 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 142 mg/dl. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.